Manufacturer narrative:
Per the user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, when the cartridge in use was loaded, the customer did not perform the air removal process. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. Additionally, an occlusion alarm occurred. Reportedly, customer declined troubleshooting. There was no impact to blood glucose.